Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was covered in a film of foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: bd was able to verify the needle through the catheter via the provided picture. Review of the device history record was completed for sub-assembly# 8016606 lot 7207758 manufactured from 31-jul-17 to 28-aug-17 at icam03 machine under used in claimed lot 7209803. This lot was reviewed regarding the tests of ¿needle through catheter¿ it was not evidenced records that could lead to claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of ¿needle through catheter¿ that could lead to this complaint for the claimed lots and sub assembled lot. The corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and it was no records related to this issue were found. Based on the investigation results to date the root cause could not be determined for this complaint. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that bd insyte¿ IV catheter was covered in a film of foreign matter. No serious injury or medical intervention was reported.